Event description:
It was reported when the generator is used with a footswitch, the output tends to stop. The generator and footswitch were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).